Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6).

Event description:
It was reported that patients midline incision was mushy and hurts. It was noted that patients incision was swollen and was noted that incision was funny and draining. It was noted that patients pain was at the midline incision. The physician open and closed the incision. The patient was doing well post operatively.

Event description:
It was reported that patient's midline incision was mushy and hurts. It was noted that patient's incision was swollen and was noted that incision was funny and draining. It was noted that patients pain was at the midline incision. The physician open and closed the incision. The patient was doing well post operatively. Additional information was received that patient's incision was not look great and physician put patient on antibiotics. It was noted that patient was infected. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed. The explanted device will not be return.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: 773030. UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Batch: 32697281. UDI: (B)(4).